Event description:
The pt was admitted for a procedure in 2008, with a 90% heavily calcified and de novo lesion in the proximal left anterior descending (lad) branch. The vessel was highly tortuous. The lesion was pre-dilated. While a 3.5x 18mm cypher stent was being delivered, it became caught inside of the guiding catheter. In addition, the stent delivery system appears to have bulged slightly, so the cypher was replaced with a vision bare metal stent. The stent was implanted and post-dilation was conducted at 12 atm. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.